Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 170 mg/dl at the time of the incident. The customer¿s current blood glucose value was 300 mg/dl. Customer treated high blood glucose with manual injection. Customer stated the pump display went blank immediately after pump exposure to moisture. The customer was assisted with troubleshooting and display did not returned back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display noted. Device received with moisture damage on electronics and motor assembly noted.